Manufacturer narrative:
(B)(4) no sample will be returning for evaluation.

Event description:
It was reported the inserting clinician cut her hand on the lidocaine ampule while attempting to break it with gauze. Follow up information states no medical treatment was necessary.